Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.432" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace had a broken tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was detached from the instrument. The issue was identified during the procedure. A fragment fell into the patient and the fragment was retrieved during the same procedure. The procedure was completed robotically. There are no photos and/or videos of this event available for isi review.